Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during preparation, an excessive force icon appeared after connecting the reload to the adapter. Another adapter and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n2e0226y); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received in good condition. Functionally, the adapter was connected to the adapter black box running software. It was noted that the strain gauge zero balance was flat-lined. The strain gauge would not react to any force applied to the tip of the firing rod. The adapter log was read and had a tare error recorded. The adapter was connected to a representative handle running v29.1.3 software and the device showed it was at end of life. The adapter had 29 of 50 procedures remaining before it was set to end of life. It was reported that the device detected an excessive load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported condition: the adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was over saturated and not reacting to any force applied. The investigation found the unreported failure did not cause or contribute to the reported condition. No visual abnormalities were noted with the strain gauge. Functionally, the specified dielectric layer was insufficient at shielding the traces from a condition which would cause a short. The most likely cause for these additional conditions is traced to a component failure. The investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.